Event description:
Procedure type: unk. According to the reporter: after two and half hours of use, the balloon burst. A piece of balloon might remain in the cavity. The operating time and incision were not extended as a result. There was no additional bleeding or tissue damage. A new instrument was used to complete the procedure. No pt injury was reported.